Event description:
Patient came to clinic for beeping ICD on (B)(6) 2017, upon interrogation 1003 code was present. This code states "battery voltage was too low for projected remaining capacity." Previous check on (B)(6) 2015 battery was at 7 years remaining. Boston scientific technical services were contacted and said the ICD needed to be replaced urgently within 28 days.